Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A territory manager contacted zoll customer support to report that the nurse practitioner of a (B)(6) male patient had a "bloody rash" from the lifevest. The patient ended use due to an ejection fraction improvement. There was no follow up to see if the bloody rash healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.